Manufacturer narrative:
(B)(4). This customer reported that after delivering a shock, the ECG waveform was not clear. There was no report of any failure to discharge. There was no negative pt impact. The customer tested the device immediately after encountering the unclear waveform and could not be reproduce the symptom. The device was evaluated locally by philips and the reported symptom could not be reproduced. The device passed al performance verification testing. We are unable to determine the cause of the reported symptom.

Event description:
This customer reported that after delivering a shock, the ECG waveform was not clear. There was no report of any failure to discharge. There was no negative pt impact.